Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding sparks occurred inside the abdominal cavity was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Image review: review of the provided image is consistent with the customer reported complaint. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon prepared to use the integrated electrosurgical unit (iesu) [erbe] vio dv embedded in the vision cart along with the erbe vio dv 3 and robotic instruments. During use, sparks occurred inside the abdominal cavity. Upon checking the equipment, it was found that the plastic part was burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the yellow plastic part appears blackened as if burnt. The conductor wire (black wire) appeared to be broken, loose, and/or frayed. There was damage to the conductor wire insulation with exposed wire. The surgical task being performed when the arcing event occurred was dissecting. It was the fourth time that the instrument was in use prior to the arcing event. When the arcing event occurred, the instrument tip(s) were in contact with tissue. The arcing appeared to originate from subject instrument. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. There are photographic images of the device(s) available for isi review, refer to the attached photo. The instrument is available for return to isi for evaluation.